Event description:
As reported, during laparoscopic inguinal hernia repair, surgeon tried to fixate the mesh using sorbafix enhanced fixation device. It was reported that the fasteners were unable to fixate the peritoneal fold and mesh. It was also reported that the device misfired sometimes and deployed multiple fasteners at the same time. It was reported that another non-bard/davol fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate, misfired and deployed multiple fasteners at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device states that "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate, misfired and deployed multiple fasteners at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device states that "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during laparoscopic inguinal hernia repair, surgeon tried to fixate the mesh using sorbafix enhanced fixation device. It was reported that the fasteners were unable to fixate the peritoneal fold and mesh. It was also reported that the device misfired sometimes and deployed multiple fasteners at the same time. It was reported that another non-bard/davol fixation device was used to complete the procedure. There was no reported patient injury.